Event description:
The customer reported a communications error message failure displayed on the system. They were unable to take pictures. The customer also reported, after c-arm with interconnect cable rolled into different position, a fluoro was taken, there was a previous image frozen on workstation and the c-arm had error "communication failed". The customer rebooted the workstation and the screen remained black. It did not boot up. The customer then rebooted the workstation, and it had the ge oec logo displayed for about 6 minutes. Customer rebooted the workstation for a final time, and the unit powered up and worked as intended until the end of the day.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep retrieved the error logs and they indicated: gib error, com fail with workstation, workstation error, gib srv and fb2 disconnected. He performed a scan disk on hard drive, no errors or bad sectors found. He found cpu speed in cmos set to default and ratio set to 5.5. The rep reprogrammed the cmos cpu speed to 100/33 and ratio to 8.5. Interconnect cable connector from workstation internal pins check ok. He pressed each pin on the interconnect connector on c-arm, verified pins are secure and not moving. He found the interconnect connector securing nut on c-arm loose, secured lemo connector. The unit functions as intended.